Event description:
The customer received questionable estradiol results for one patient sample. The initial result was <5.00 pg/ml. The repeat result was 10.00 pg/ml. The sample was repeated again with a result of <5.00 pg/ml. It was unknown which result was believed to be correct. Information concerning if any results were reported outside of the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number was 18190801. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Analyzer performance testing was within specifications.

Manufacturer narrative:
This event occurred in (B)(6).